Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Reason for revision; patella and insert exchange for possible low grade infection. Patient underwent primary total knee surgery on (B)(6) 2015 with the same surgeon and hospital. At 3 weeks patient was complaining of anterior knee pain. Recent x-rays appear to show a recent lucent line under the patella. Upon opening the knee the patella appeared well fixed. Intraoperative pathology showed a small number of neutrophils per high powered field present in the tissue under the patella. Tissue was cleaned and patella was replaced. The surgeon made the decision to washout the entire joint and exchange the bearing whilst the knee was open.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.